Event description:
This report summarizes one malfunction event. A review of the event indicated that model 600060 chronic catheter experienced a break. This report was received from one source. Of this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided.

Manufacturer narrative:
The lot number for the device was provided and the lot history review was performed. One 4.2fr broviac catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for complete break in outer protective sleeve, as the outer protective sleeve of the catheter had a complete break just distal to the clamping oversleeve. The separation surfaces of the outer lumen were observed to be uneven and partially rough. Additionally, the break profile had a sharp incline. These observations are consistent with breaks/tears caused by repeated and/or prolonged lumen exposure to excessive mechanical stresses. A longitudinal split was observed after the tape was removed, distal to the hub. The split surface was observed to be smooth. The observed split is consistent with damage caused by manipulating the device with sharp instruments/tools. No damage on the inner lumen was observed; no leaks were observed at the break or at the split. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 600060 chronic catheter experienced a break. This report was received from one source. Of this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided.